Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that he had issues with the infusion sets. Customer's blood glucose level was 599 mg/dl and then 459 mg/dl. The device was not returned.